Event description:
It was reported that the homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a reload the set 201 alarm was identified during a review of the event history log. A sample evaluation was performed and verified the reload the set 201 alarm. A visual inspection, full functional testing, electrical safety testing, calibration and a simulated therapy were performed. The cause of the condition was determined to be due to faulty o-rings. To correct the condition, the o-rings were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.